Manufacturer narrative:
We are currently in the process of obtaining the complaint device for servicing at our regional office in (B)(4) and to determine if it had a malfunction which might have led to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a medical equipment specialist that an rd900 neopuff infant resuscitator was out of calibration and requested service of the device. The event occurred before patient use during testing.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at our regional office in (B)(4) where it was inspected by a trained fisher & paykel healthcare service engineer. The complaint device was visually inspected and performance checked according to the neopuff technical manual. Results: visual inspection of the device revealed no damage to the unit. When the device was performance checked, it passed the test and performed to specifications. A lot check revealed no other complaints of this nature for lot 120308. Conclusion: we were unable to determine what had caused the event reported by the hospital as no fault was found with the complaint device provided. The subject neopuff unit was returned to the customer after passing the performance checks specified in the neopuff technical manual. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A hospital in (B)(6) reported via a medical equipment specialist that an rd900 neopuff infant resuscitator was out of calibration and requested service of the device. The event occurred before patient use during testing.